Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient had a fall and it messed up their device and they would now have to meet with a surgeon. The patient met with their manufacturer representative  and stated their wires all had red x's on them. It was noted the event occurred about a week ago when the patient lost their footing and fell down the stairs. The controller stated they could not use this program or frequency. No symptoms were reported.